Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 321 mg/dl. A replacement pump was sent to the customer to resolve the issue. The customer will use manual dose injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.